Manufacturer narrative:
As reported, the balloon of 6mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight atmospheres (atm) during its second inflation as it was used for post dilation. Therefore, it was replaced with a new unknown balloon catheter and it could be inflated without any issues. There was no reported patient injury. The lesion was at the superficial femoral artery. An unknown stent was implanted at the lesion. The lesion was not calcified or tortuous; however, there was 100 percent stenosis. A non-cordis contrast media and indeflator were used. The device was properly opened in sterile field. The maximum inflation pressure was eight atmospheres. The device was brought to the hospital on the same day of the procedure and was stored for two hours. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The contrast to saline ratio 1:1. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82186703 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 100% stenosis may have contributed to the reported event, as a heavily stenosed lesion may damage balloon material when attempting to cross the lesion. It is also important to note that the device was used post dilation and the stent struts can easily damage balloon material during inflation. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of 6mm x 4cm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 8 atmospheres (atm) during its second inflation as it was used for post dilation. Therefore, it was replaced with a new unknown balloon catheter and it could be inflated without any issues. There was no reported patient injury. The lesion was at the superficial femoral artery. An unknown stent was implanted at the lesion. A non-cordis contrast media and indeflator were used. The device was properly opened in sterile field. The maximum inflation pressure was eight atmospheres. The device was brought to the hospital on the same day of the procedure, the device was stored for two hours. The device was stored, handled and prepped per the instructions for use (IFU). The device was prepped normally by maintaining negative pressure. There was no difficulty removing the product from the hoop or difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The contrast to saline ratio 1:1. There were no kinks or other damages noted prior to inserting the product into the patient. The balloon catheter was removed easily and intact. The lesion was not calcified or tortuous. There was 100 percent stenosis. The device will not be returned for evaluation as it was discarded in the hospital.